Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('very severe monthly pain (period of occurrence menstrual cycle)') in a 50-year-old female patient who had essure (batch no. A85498) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: cortisone. Concurrent conditions included tendinitis, elbow tendinitis, tendinitis, tendinitis, rotator cuff tendinitis (right shoulder infiltration performed), fibromyalgia (treated for this disease for 1 year without results), sleep loss and depression. Concomitant products included cortisone for fibromyalgia. In 2013, the patient was found to have hepatic adenoma ("liver saturated with more than twenty adenoma") and haemangioma of liver ("liver saturated with more than twenty angiomas") and experienced fibromyalgia ("fibromyalgia"), tendonitis ("calcifying tendinitis of the hands, elbows, hips, knee ") and rotator cuff syndrome ("calcifying tendinitis of shoulders"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), arthralgia ("joint pain (period of occurrence menstrual cycle)"), fatigue ("chronic fatigue (period of occurrence menstrual cycle)") and menorrhagia ("heavy bleeding (period of occurrence menstrual cycle)"), 13 days after insertion of essure. On an unknown date, the patient experienced insomnia ("loss of sleep") and depression ("depression"). The patient was treated with surgery (essure removal on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the dysmenorrhoea, arthralgia, fatigue, menorrhagia, hepatic adenoma, haemangioma of liver, fibromyalgia, insomnia, depression, tendonitis and rotator cuff syndrome outcome was unknown. The reporter provided no causality assessment for arthralgia, depression, dysmenorrhoea, fatigue, fibromyalgia, haemangioma of liver, hepatic adenoma, insomnia, menorrhagia, rotator cuff syndrome and tendonitis with essure. The reporter commented: it was reported that the patient has daily suffering due to calcifying tendinitis of the hands, elbows, hips, knee and shoulders. Several examinations (computed tomography scan, magnetic resonance imaging, bone scintigraphy, x-ray, ultrasounds since 2013 to understand and make sense of these pains. Diagnosed with fibromyalgia and treated for this disease for 1 year without results. She also reported cessation of sport activity, often very long work leaves. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in 2013: liver saturated with more than twenty angiomas, adenomas. Magnetic resonance imaging - in 2013: liver saturated with more than twenty angiomas, adenomas. Ultrasound scan - in 2013: liver saturated with more than twenty angiomas, adenomas. Amendment: the report was amended for the following reason: ¿calcifying tendinitis of the hands, elbows, hips, knee and shoulders¿ was record as separate entries: 1. Calcifying tendinitis of the hands, elbows, hips, knee and 2. Calcifying tendinitis of shoulders. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('very severe monthly pain (period of occurrence menstrual cycle)') in a (B)(6) year-old female patient who had essure (batch no. A85498) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: cortisone. Concurrent conditions included tendinitis, elbow tendinitis, tendinitis, tendinitis, rotator cuff tendinitis (right shoulder infiltration performed), fibromyalgia (treated for this disease for 1 year without results), sleep loss and depression. Concomitant products included cortisone for fibromyalgia. In 2013, the patient was found to have hepatic adenoma ("liver saturated with more than twenty adenoma") and haemangioma of liver ("liver saturated with more than twenty angiomas") and experienced fibromyalgia ("fibromyalgia") and tendonitis ("calcifying tendinitis of the hands, elbows, hips, knee and shoulders"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), arthralgia ("joint pain (period of occurrence menstrual cycle)"), fatigue ("chronic fatigue (period of occurrence menstrual cycle)") and menorrhagia ("heavy bleeding (period of occurrence menstrual cycle)"), 13 days after insertion of essure. On an unknown date, the patient experienced insomnia ("loss of sleep") and depression ("depression"). The patient was treated with surgery (essure removal on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the dysmenorrhoea, arthralgia, fatigue, menorrhagia, hepatic adenoma, haemangioma of liver, fibromyalgia, insomnia, depression and tendonitis outcome was unknown. The reporter provided no causality assessment for arthralgia, depression, dysmenorrhoea, fatigue, fibromyalgia, haemangioma of liver, hepatic adenoma, insomnia, menorrhagia and tendonitis with essure. The reporter commented: it was reported that the patient has daily suffering due to calcifying tendinitis of the hands, elbows, hips, knee and shoulders. Several examinations (computed tomography scan, magnetic resonance imaging, bone scintigraphy, x-ray, ultrasounds since 2013 to understand and make sense of these pains. Diagnosed with fibromyalgia and treated for this disease for 1 year without results. She also reported cessation of sport activity, often very long work leaves. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in 2013: liver saturated with more than twenty angiomas, adenomas. Magnetic resonance imaging - in 2013: liver saturated with more than twenty angiomas, adenomas. Ultrasound scan - in 2013: liver saturated with more than twenty angiomas, adenomas. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 26-jan-2021. The most recent information was received on 01-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('very severe monthly pain (period of occurrence menstrual cycle)') in a 50-year-old female patient who had essure (batch no. A85498) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: cortisone. Concurrent conditions included tendinitis, elbow tendinitis, tendinitis, tendinitis, rotator cuff tendinitis (right shoulder infiltration performed), fibromyalgia (treated for this disease for 1 year without results), sleep loss and depression. Concomitant products included cortisone for fibromyalgia. In 2013, the patient was found to have hepatic adenoma ("liver saturated with more than twenty adenoma") and haemangioma of liver ("liver saturated with more than twenty angiomas") and experienced fibromyalgia ("fibromyalgia"), tendonitis ("calcifying tendinitis of the hands, elbows, hips, knee") and rotator cuff syndrome ("calcifying tendinitis of shoulders"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), arthralgia ("joint pain (period of occurrence menstrual cycle)"), fatigue ("chronic fatigue (period of occurrence menstrual cycle)") and menorrhagia ("heavy bleeding (period of occurrence menstrual cycle)"), 13 days after insertion of essure. On an unknown date, the patient experienced insomnia ("loss of sleep") and depression ("depression"). The patient was treated with surgery (essure removal on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the dysmenorrhoea, arthralgia, fatigue, menorrhagia, hepatic adenoma, haemangioma of liver, fibromyalgia, insomnia, depression, tendonitis and rotator cuff syndrome outcome was unknown. The reporter provided no causality assessment for arthralgia, depression, dysmenorrhoea, fatigue, fibromyalgia, haemangioma of liver, hepatic adenoma, insomnia, menorrhagia, rotator cuff syndrome and tendonitis with essure. The reporter commented: it was reported that the patient has daily suffering due to calcifying tendinitis of the hands, elbows, hips, knee and shoulders. Several examinations (computed tomography scan, magnetic resonance imaging, bone scintigraphy, x-ray, ultrasounds since 2013 to understand and make sense of these pains. Diagnosed with fibromyalgia and treated for this disease for 1 year without results. She also reported cessation of sport activity, often very long work leaves. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in 2013: liver saturated with more than twenty angiomas, adenomas. Magnetic resonance imaging - in 2013: liver saturated with more than twenty angiomas, adenomas. Ultrasound scan - in 2013: liver saturated with more than twenty angiomas, adenomas. Lot number:a85498 manufacture date: 2013-01 expiration date: 2016-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.